Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the screen went blank during interrogations, however a low-voltage differential signal bracket was added as a preventive measure. Analysis did find that the stylus would not work for selecting and it was therefore replaced and calibrated. (B)(4).

Event description:
It was reported that the programmer screen went blank during device interrogations. Follow-up determined that the programmer had to be changed out. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen went blank during device interrogations. Follow-up determined that the programmer had to be changed out. The programmer was returned for service. No patient complications have been reported as a result of this event.